Event description:
It was reported that during followup visit, noise was observed. No hv therapy was delivered. The physician opted to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was later reported that the patient was hospitalized due to shocks. ICD interrogation showed sensing anomaly. The lead was capped.